Event description:
It was reported that at the end of a novasure endometrial ablation, just "at the end of rf [radio frequency] delivery" the pt experienced asystole. The pt received "cardiac pulmonary resuscitation for 15 seconds and epinephrine" (dose and route unk). The pt was admitted for a full cardiac workup and all tests were normal. She was discharged home on (B)(6) 2011.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4).